Manufacturer narrative:
There was no allegation of deficiency to the system; therefore, no evaluation was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon noticed the patient reference frame move when the vertek arm was draped for the optical cranial case with the patient positioned laterally. After tightening the vertek arm (confirmed loose by cs) the site completed draping and check accuracy with sterile instruments. The surgeon felt ~2 mm superficial to the skin but wanted to proceed with the case accounting for the inaccuracy. When creating the burr hole the surgeon checked his location but felt more inaccurate. He removed the skull flap and dura and check accuracy when in the brain anatomy and he again only felt 2 mm of inaccuracy superficially. While navigating to the tumor the surgeon got "lost" in the brain anatomy when under the scope. The surgeon aborted navigation. Neuromonitoring and ultrasound then showed that there was a possible brain shift. Surgeon believes lateral position of patient caused brain shift leading to him being "lost" in the anatomy. Surgeon does not believe navigation caused any of the issues.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.